Event description:
It was reported to boston scientific corporation that a profile medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the loop snare failed to extend out of the endoscope. It was noted that the sheath was detached. The procedure was completed with another profile snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a profile medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the loop snare failed to extend out of the endoscope. It was noted that the sheath was detached. The procedure was completed with another profile snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the flare was torn and separated from the handle. Further evaluation noted that when the connector cap was disassembled there was residues of catheter flaring present. It was also found that the catheter was kinked in the middle of the device. Functional testing could not be performed due to the device condition. The complaint was confirmed, the device flare was torn and was separated from the handle, this condition does not allow the device to be actuated. The failures found were most likely due to tortuous anatomical and/or other operational factors encountered during the procedure; therefore, the most probable root cause classification for this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.